Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device. Tissue was torn and the surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.